Manufacturer narrative:
Continuation of d10: 457453 lead implant date: (B)(6) 2009 ; 6947 lead implant date: (B)(6) 2009.. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) therapy from their implantable cardioverter defibrillator (ICD) for an episode where a ventricular rate was greater than the atrial rate (v>a). Additionally, it was noted that the right atrial (ra) lead had an atrial bipolar lead impedance warning back in march and it was suspected the ra lead had fractured. Because of the ra lead issue reprogramming to vvi with ra sensitivity adjusted was completed back then. The ICD remains in use and the ra lead remains inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the device was reprogrammed to turn off a discrimination algorithm and a new atrial lead was implanted.